Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows that the placement signal trended downward, reaching negative values before becoming unreliable. The cause of the optical signal issue was most likely silicone wear on the sensor, as indicated by the observed drift in the placement signal, which was confirmed by the trends in the optical signal parameters in the return data log. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump generated a 'placement signal not reliable' alarm. The audio alarm was disabled. Support was continued, and no harm occurred to the patient.